Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received indicated the rv lead was later explanted and replaced to resolve the event. During the revision procedure, the rv lead was found to be fractured. The patient was in stable condition.

Event description:
It was reported episodes of noise resulting in oversensing and inappropriate shock occurred on the right ventricular (rv) lead. Abbott technical support was contacted and recommended lead replacement, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.